Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-24. H6: investigation summary a total of seven physical samples displaying different defects, were provided to our quality team for investigation. All product was visually inspected, of the four samples provided of lot 2007106, a leakage past the stopper was observed in one sample. The product was disassembled for further evaluation, there was no damage or molding defects found in the plunger rod or other components that could have contributed to the leakage observed and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for lot 2007106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness testing to verify the stopper seal along with tip and thread verification. Results were reviewed for the lot 2007106 and no issues were identified. The samples underwent this same testing and in all cases the product met required specification. Based on our quality team's investigation and samples evaluation, we cannot identify a definitive root cause of the leakage at this time. H3 other text : see h10.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe experienced 1 case of leakage, and 1 case of a deformed/damaged stopper. The following information was provided by the initial reporter: today I have more complaints regarding bd 50 ml syringes. This time it is not only about the ¿classic¿ issue with the stopper. During the production we noticed a syringe that had an already deformed stopper. We also discovered syringes with a broken plunger. All syringes were used in the preparation of cytostatics and are contaminated externally.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2007029. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-07-02. Medical device lot #: 2007106. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-07-27. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak" 50ml concentric luer lock syringe experienced 1 case of leakage, and 1 case of a deformed/damaged stopper. The following information was provided by the initial reporter: today I have more complaints regarding bd 50 ml syringes. This time it is not only about the classic issue with the stopper. During the production we noticed a syringe that had an already deformed stopper. We also discovered syringes with a broken plunger. All syringes were used in the preparation of cytostatics and are contaminated externally.